Event description:
It was reported that health care professional (hcp) reports documented a lead revision. Boston scientific technical services (ts) recommended to verify information with the physician. No additional adverse patient effects were reported.